Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving insulin flow blocked alarm. Customer's blood glucose was 400 mg/dl due to running out of insulin. Troubleshooting was performed. Insulin pump will not be returning for failure analysis. The reservoir will not be returned for analysis.